Event description:
The customer complained about false positive reactions with reverse typing cells erytypecell a1 & b. The customer stated that the cell buttons are odd shaped. The customer had sent neither the affected sample nor the complained product. A testing of the retained sample was not possible due to the fact that product was already expired. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We had no further complaints related to this lot erytypecell a1 & b. A service visit was performed during which the pip needle right and pip needle plus adaptor on the left side were replaced. It was found that the issue was related to a specific customer-generated profile of requests that shall be applied to samples defined upfront. The specific profile was deleted and reimplanted. Quality controls passed successful. No further issues were reported.

Manufacturer narrative:
The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.